Event description:
It was reported that a patient presented for follow-up after receiving inappropriate high voltage therapy due to noise on the right ventricular lead. The noise was reproducible in-clinic. The lead was capped and replaced. The patient was in good condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.